Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their implantable neurostimulator (ins) was turning off by itself and they had a return of pain. The patient checked the implant and noticed it was off but still had a battery charge. The patient turned it on and it took several hours to get back to her normal pain level. The patient stated she took pain pills. Ins longevity considerations and eventual elective replacement indicator message were reviewed. The patient was redirected to their healthcare provider (hcp) and hcp listings were sent to the patient. No further complications were reported/anticipated. The indication for implant was myofascial pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient turned the ins back on and the pain calmed down. The device has not turned off again. No further complications were reported/anticipated.